Event description:
The customer reported to olympus the videoscope was disconnecting and showing noise on the image. It was not specified when the issue occurred or was found. The device was returned and during the device evaluation the following reportable malfunction was found: the color tone of the image is abnormal due to damage to the imaging unit (the image is magenta or green only). There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus and evaluated. The customer¿s allegation was confirmed and found to be caused by damage to the charged coupled device (ccd) and a shaved electrical contact on the video connector. The reportable malfunction of abnormal color tone of the image was found to have been caused by damage to the ccd in the endoscope connector and damage on the video plug. Additionally, the evaluation found the following non-reportable malfunction(s): due to a dent on distal end, water tightness was lost; bending section cover had a scratch and a chip; video connector had a scratch and a crack; due to wear of angle wire, bending angle in up direction did not meet the standard value; due to wear of forceps elevator (fe) lever, bending section cannot be fixed firmly; due to looseness of insertion pipe, connection between insertion pipe and control unit was not secured; scratches were observed on video connector case, light guide connector, universal cord, angulation lever, right/left (rl) lever, rl plate, up/down plate, switch 1, switch 3, grip, control unit, and fe lever; and adhesive on bending section cover had a chip. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the phenomenon "irregular color tone" likely occurred as a result of both a breakage of the charged coupled device (ccd) and a breakage of the video connector. The event can be detected/prevented by following the instructions for use which state: 1. Before inspection, wipe the objective lens using clean lint-free cloths moistened with saline solution or sterilized water. 2. Observe the palm of your hand in the wli and nbi endoscopic images. 3. Confirm that light is output from the endoscope¿s distal end. (See figure 3.23) 4. Adjust the brightness level as appropriate. 5. Confirm that the wli and nbi endoscopic images are free from noise, blur, fog, or other irregularities. 6. Turn the angulation control levers slowly in each direction until it stops. 7. Confirm that the wli and nbi endoscopic images do not momentarily disappear or display any other irregularities. Olympus will continue to monitor field performance for this device.